Event description:
Error message on screen: fluidics unavailable. All connections were double checked and fluid bottle had adequate solution present. Case was aborted. Dr wanted to do more lasering. Was approximately 85 percent done. Dr was unable to complete.